Event description:
The customer reported that during a therapeutic laparoscopic hysterectomy procedure, the subject device displayed an error code e333 (touch panel error). After 10 seconds, the error message disappeared and the intended procedure was completed using the same device. There was no patient/user harm or injury reported due to this issue. It was further reported the device was checked before use by the hospital staff and an olympus representative. There was no clinically relevant prolongation of the procedure due to the defect.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (error code e333) was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. During device evaluation, the phenomenon was not reproduced. As there are no abnormalities as well as in appearance, we could not determine the cause of the phenomenon, based on the investigation result. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Please see update in section h4.